Manufacturer narrative:
The device used in the reported event was disposed at the facility and it is not available for evaluation. The source of the particle could not be determined; however, the misuse of the needle wrench could be the cause of the particle. The lot/device manufacturing records were reviewed and found to be acceptable.

Event description:
A report received from a user facility in the (B)(6) stated that at beginning of procedure a yellowish particle was identified between the irrigation sleeve and the phaco needle. The particle entered the patient's eye through the irrigation port however the surgeon removed the particle right away without incident. After the case the tip wrench was inspected and it was identified that the plastic end had been used to tighten phaco tips, not the metal tip wrench. The (B)(6) was informed and she will ensure all scrub nurses use the metal end to tighten needle. The surgeon was informed of the issue and corrective actions taken as well.